Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/29/2016, a reporter contacted animas alleging that there was moisture in the battery compartment. The reporter stated that the patient had a blood glucose of 287 mg/dl with symptoms of extreme thirst. The alleged blood glucose excursion does not meet the criteria of a serious injury. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1, 14-march-2017- correction to serial#.